Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified opening, crease flat, and fluids. Leak test was performed and found opening on the posterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on the posterior side due to surgical damage.

Event description:
Healthcare professional additionally reported left side "palpable edges¿ and that the patient was "anxious about surgery"and that they "don¿t have panic attacks but had two after their initial breast augmentation, were not sure if this was due to pain medications."

Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.